Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to what appeared to be abrupt onset tachycardia. It appeared that the shock was due to the device failing to withhold for the appropriate pr logic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.